Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not bolusing when programmed. The customer stated that she gave herself a bolus but that it did not show in the bolus history and she continued to have high blood glucose levels. It was explained that this is likely caused by the bolus not being delivered. The alarm history did not have any alarms except a low reservoir alarm from two weeks before the malfunction. The bolus history did not show any record of the customer bolusing. Nothing further was reported.